Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button error. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump saying the button was pressed for more than 3 minutes. Customer stated that they did not pressed the button for three minutes or longer. The customer was advised to replace the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive keypad due to corroded keypad traces. Unable to performed the displacement test due to unresponsive keypad. Device received with cracked retainer, fading serial number label and pillowing keypad overlay.